Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal tip of the single use mechanical lithotriptor v was torn. The issue occurred during a therapeutic bile duct lithotripsy procedure. The intended procedure was completed using the same set of equipment, and without delay. There was no patient harm associated with the event. Additionally, the customer also reported that they tried switching the guide wire that had been used in combination with another company's product, but the same problem occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the reported event was confirmed. The guidewire tip was torn, the fracture shape suggest a brittle fracture and there were no missing parts or other defects in the product that could cause a health hazard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large, the device was inserted into the endoscope. 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The following is included in the device IFU: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.